Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Nurses reported simultaneous flow while using the clearlink continu-flo solution set. The primary is also infusing when the secondary is supposed to be delivering. The secondary set is an unknown spiros set and the pump is unknown. The condition seems to be occurring at rates lower than 300ml/hr. The event occurred on (B)(6) 2011 with a 250 ml bag of moxifloxacin, 500 ml bag of saline. The rate was programmed at 100 ml/hr and noticed simultaneous flow. The condition occurred during patient use but there was no patient impact. No further information available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.